Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline infection starting on (B)(6) 2018. White blood count (wbc) was 25 with left shift. The patient was improving on broad spectrum antibiotics. Gram positive cocci(gpcs) in clusters in 1/2 peripheral blood cultures. Cross sectional imaging did not show definitive fluid collection, however on exam the patient had tense warm pockets along the course of driveline that were exquisitely tender to palpation which caused concern for focal infection. The external driveline sites appeared clean, dry, and without any evidence of purulence/drainage. No reported alarms.

Event description:
Additional information received on 2jan2018 stated that the patient also had an mssa infection. The patient presented with epigastric pain and was then treated with antibiotics and surgical debridement. The patient was discharged in stable condition on 31dec2018 on IV cefazolin 2g q8(2g every 8 hours). The plan of care was to follow up on 31jan2019. No equipment was exchanged.

Event description:
Additional information was reported which indicated the patient's exam was consistent with a driveline infection with tense warm pockets along the course of his driveline in his mid mid abdomen that were exquisitely tender to palpation. The patient was started on cefepime and vancomycin. Debridement of the drineline site was completed on (B)(6) 2018 with cultures with growing mssa. Infection control/infectious disease (icid) was consulted and the patient was started on cefazolin. Progress note on (B)(6) 2019, the wound vac from the lvad debridement site was removed with no signs or symptoms of infection with good pink granulation of the tissue is present.

Manufacturer narrative:
Investigation summary: a direct relationship between the device and the reported event could not be determined. Driveline, localized, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. No further information was provided. The manufacturer is closing the file on the event.